Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Current control, there is functional test to check and detect safety activation failure.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd cathena 22gx1.00in winged bc needle shielding failed I would like to inform you of an incident involving a 22g catheter - reference 386813, batch number 4178005 - exp 30/06/2027. Description of the incident: during the insertion of a 22ga catheter in a patient, I noticed when removing the mandrel that the safety system had not been put in place. Date of incident: (B)(6)2025 location: unit 2c - clb unfortunately, the catheter was not preserved.